Event description:
According to the event description: upon removal of the interarterial catheter, there was disconnection by rupture of the cannula occurred, with retention of the same in the arterial vessel. This resulted in the need to surgically remove the device. At the hospital pharmacy, the needle that was surgically removed and another complete device with the same batch are available. Patient injury: yes patient age: 55y.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The quality management of b. Braun medical industries malaysia has taken note of this complaint notification. We are pleased to share the investigation result based on the feedback. Problem statement: the situation described upon removal of the intrarterial catheter, there was disconnection by rupture of the cannula occurred. This resulted in the need to surgically remove the device. Reference to the instruction for use (IFU): there is the possibility that the catheter could be cut off as communicated in IFU: warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not bend the catheter/needle during insertion, advancement, or removal of the needle. Extreme care should be taken not to cut the catheter and possibly cause an embolism. Device history record (DHR): reviewed the device history record for batch number 23a31g8373 and there were no defect encountered during in process and final control inspection. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. Along the machines, there is detection to check the presence of catheter, catheter tip, trim length, bevel & contour stations. Any part found with defect will be detected and rejected by machines. The process cards for the complaint batch show no abnormality. Manufacturing control: products are subjected to in-process quality controls and final controls inspection based on random samples basis which has been conducted by different teams on a regular basis within the production process to ensure the product are free from any damages. Herewith a systematic product defect would be detected. The complaint batch passed inspection test and showed no abnormality. Conclusion: as no sample was received, further evaluation was not possible to determine the actual cause. Complaint is not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.